Event description:
The customer reported that the blue tip of the device melted during the procedure. The site is not sure if all pieces have been removed from the patient.

Manufacturer narrative:
Date of initial report: 08/06/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.